Event description:
The customer reported that the system intermittently boots up, is intermittently locking up, and the footswitch was not working. The controller pcb was causing the lock-ups and the footswitch needs to be replaced.

Manufacturer narrative:
The ge service rep replaced the controller pcb and footswitch. The system is operating as intended.